Manufacturer narrative:
Correction: h10 narrative regarding device in initial report is incorrect. Correct statement is as follow: the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor became aware of an event detail that was mistakenly omitted from the initial report. The patient's deflation was caused by a trauma/injury in 2008. The "injury" patient code has been added to this supplemental report. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with unspecified mentor saline breast implants and experienced postoperative right-sided deflation. The patient reported that her diagnosis was confirmed by a physician upon examination. The patient reported that as a result, her impacted device was explanted on an unspecified date in 2009.